Event description:
Additional information has been received for this case. The physician implanted an endurant aortic cuff 23x23x49, to threat the proximal type I endoleak and migration of the stent graft. The endoleak was not completely resolved therefore the physician implanted a bare metal stent at the level of the renal arteries, not covering the renal arteries. The proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: migration, endoleak. Anatomy related; disease progression with aortic neck dilatation and neck angulation, 90 to 100 degrees. Conclusion: anatomy related; disease progression with aortic neck dilatation and neck angulation, 90 to 100 degrees.

Event description:
An aneurx stent graft system bifurcated was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morpho logy from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation; the aortic neck angulation is 90 to 100 degrees. The diameter of the aortic neck is 28 mm. It was reported that the patient presented at a routine follow-up and was compliant with follow up appointments. It was reported that a recent CT revealed that the aneurx stent graft has migrated distally 20 mm with a type I endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.